Manufacturer narrative:
Other relevant device(s) are: expiration date: 14 may 2020, serial#: (B)(4), UDI #: 0(B)(4). Device evaluation anticipated, but not yet begun. Mfg date: 21 nov 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Other relevant device(s) are: product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned and analyzed, no anomalies were found. The articulation of the delivery system was out of plane. The delivery system flush port valve was broken. The analyst noted the full delivery system was returned with the device in the device cup. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, UDI #: asku. Device available for evaluation: no. Dev rtn to MFR? No. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) following deployment of the device, pacing capture failure was observed and the device was recaptured. The patient began to exhibit atrioventricular block and bradycardia, as well as decrease in peripheral capillary oxygen saturation and deterioration in condition. Echocardiography was performed and confirmed cardiac tamponade due to perforation. Pericardial effusion was also observed and drainage and a thoracotomy were performed. It was noted that the perforation site was the anterior wall of the high free wall in the right ventricle. It was also noted cardiac perforation caused by catheter during the first angiography was suspected. The leadless ipg was not used and a transvenous system with epicardial leads was implanted. No further patient complications have been reported as a result of this event.